Manufacturer narrative:
Planned explant to occur on (B)(6) 2017, but not confirmed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a pcb00 22.5 diopter intraocular lens (iol) will be explanted from a female patient's right eye due to a refractive miss. The patient is currently fine. No further information was provided to confirm if the lens exchange had already occurred.

Manufacturer narrative:
Additional information: in the initial report "other" was selected for the outcomes attributed to adverse event. However, through follow-up it was learned that the lens was explanted and as a result "required intervention" should be selected instead. If explanted, give date: 4/13/2017. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore, the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.